Event description:
"The customer reported that he had his right knee replaced at bath clinic in 2008, and an audible sound is heard over the past three months. Six weeks post op, he had manipulation under anaesthetic performed at bath clinic due to lack of movement attributed to cross over of tendons. The customer presented with a swollen knee, and subsequently had the fluid removed at hospital. The culture testing was performed on the extracted fluid, however, no infection found. Since '09, an audible click is heard when walking. He has a mild pain and no difficulty in walking. The customer further requested that stryker investigate the issue for any other similar events."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.